Event description:
It was reported that the balloon tip broke. The 25% stenosed target lesion was located in a mildly tortuous and uncalcified right brachial artery. A 6.0 x 40, 75 cm charger balloon was selected for a dialysis fistula percutaneous transluminal angioplasty (pta). During the procedure, the tip of the balloon broke and became sharp. The balloon was able to be removed intact with the deformed end attached. There were no patient complications reported.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. Evaluation by manufacturer: a 6.0 x 40, 75 cm charger balloon was received for analysis. A visual examination identified that the balloon was not folded and had been subjected to positive pressure. No issues were noted with the balloon material. A visual and tactile examination identified no issues with the shaft of the device. A visual examination found tip of the device to be damaged. The reported event of tip damage was confirmed.

Event description:
It was reported that the balloon tip broke. The 25% stenosed target lesion was located in a mildly tortuous and uncalcified right brachial artery. A 6.0 x40, 75cm charger balloon was selected for a dialysis fistula percutaneous transluminal angioplasty (pta). During the procedure, the tip of the balloon broke and became sharp. The balloon was able to be removed intact with the deformed end attached. There were no patient complications reported.